Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, the patient underwent surgical intervention and the physician found that there was a crack in the pump connecting tube. The pump was replaced, and there were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, the patient underwent surgical intervention and the physician found that there was a crack in the pump connecting tube. The pump was replaced, and there were no patient complications reported.

Manufacturer narrative:
Correction made to a2 age at time of event and b3 date of event. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual inspection of the pump found the kink resistant tubing (krt) was worn down to the filament, and the outer layer of the pump bulb was worn from the wear against the strain relief junction of the krt. The pump krt had a leak consistent with fatigue. Based on the information available, the reported observation was confirmed, and a conclusion of cause traced to component failure was chosen.